Manufacturer narrative:
Investigation - evaluation: type 1b and type 3b endoleaks in cook zenith stents were referenced in a meta-analysis journal by jeontaik kwon, md. Et al. The refenced endoleaks are discussed in the journal article written by yuri murakamia et al. No product information was provided in the article. Because the initial implant procedure occurred in japan 18 years before the article publish date of 28jun2018, it is thought that the main body device alleged is a tfb and the leg graft is a tfle as these are the only devices sold in this region during this time. A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master records (dmr) concluded that sufficient inspection activities are in place to identify these failure modes prior to distribution. A review of the design history files (dhf) found that the potential devices are both safe and effective for their intended uses. Reviews of the device history records (DHR) were unable to be completed due to a lack of lot information from the literature article. Based on this information, cook has concluded that these devices were manufactured to specification and that there is no indication of non-conforming product existing either in house or in field. Cook also reviewed product labeling. The product IFU, t_zaaaf36_rev7 ¿zenith flex aaa endovascular graft with the h&l-b one-shot introduction system,¿ provides the following information to the user related to the reported failure mode: ¿4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.5implant procedure: do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak: endoprosthesis: graft material wear; erosion; puncture. 11 directions for use: final angiogram: 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12.1 general: - all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up.¿ cook also reviewed the product IFU, ¿zenith aaa endovascular graft,¿ which provides the following information to the user related to the reported failure mode: ¿warnings: a patent and indispensable inferior mesenteric artery may lead to endoleak or pelvic/bowel ischemia. Aortic neck angulation greater than 60 degrees may promote endoleak(s). Common iliac diameter(s) that exceed 20 mm at expected graft/vessel interface site(s) may be prone to endoleak or continued expansion. Final angiogram: 1. Position angiographic catheter just above the level of the renal arteries and perform an angiogram to verify that the renal arteries are patent and that there are no endoleaks. 3. If there are no endoleaks and proper positioning is attained, remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the ancillary devices section. Ancillary devices: under rare circumstances, endoleaks or device separation can occur during or after deployment. These circumstances may occur because of improper sizing, changes or anomalies in patient anatomy, or procedural complications and can require placement of additional endovascular grafts, extensions, and/or iliac plugs. Regardless of the device placed, the basic procedure(s) will be similar to the maneuvers required and described previously in this document. How supplied: inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. Follow-up of endoluminal graft repair: CT scan follow-ups are essential to monitor successful aneurysm exclusion. Decrease n aneurysm size being one indication of aneurysm decompression. CT scans with contrast and delayed scans, allows the detection of most endoleaks; an important problem that often needs intervention.¿ based on the information provided, no products returned, and the results of the investigation, definitive root causes for the endoleaks were unable to be determined. However, it should be noted that endoleaks are known inherent risks of using these devices. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Citation:murakami, y., toya, n., fukushima, s., ito, e., akiba, t., & ohki, t. (2018). Aneurysm sac enlargement 16 years after endovascular aortic aneurysm repair due to late type iiib endoleak: a case report. International journal of surgery case reports, 49, 215¿218. Doi: 10.1016/j.ijscr.2018.06.030. Suspect medical device: rpn of complaint devices are unknown. Both complaint devices were zenith grafts. (B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. (B)(4).

Event description:
It was reported in a journal article that a zenith graft contributed to aneurysm sac enlargement, a type iiib endoleak., and a type ib endoleak 16-18 years after an endovascular aneurysm repair (evar). A male patient had undergone an evar using a zenith bifurcated endograft. Follow-up computed tomography (CT) had shown aneurysm sac shrinkage and finally sac disappearance until 15 years after surgery. However, based on follow-up CT, the aneurysm sac began to enlarge 16 years after evar. After that it gradually enlarged and the (B)(6) year old patient was referred to the complainant hospital. Enhanced CT, which was performed 18 years after evar, revealed an enlarged aaa and an endoleak into the aneurysm sac, but the exact source of the leak could not be identified. Duplex ultra-sound showed blood jet flow from the main body of the stent graft and flow between the distal edge of the right leg of the endograft and the right common iliac artery. Based on these findings, the endoleak from the main body of the endograft was identified as type iiib, and the endoleak from the right leg of the endograft was identified as type ib. For the type iiib endoleak, a stent graft made of eptfe material was used for relining, and for the type ib endoleak, legs were added to the existing zenith endograft in the right common iliac artery. The distance from the left renal artery to the bifurcation of the zenith graft was 60 mm. Since the distance to the bifurcation was sufficient, a competitor's endograft was selected as a lining device. A competitor's iliac extension was placed to the edge of right leg of zenith endograft to extend sealing. Furthermore, a competitor's extension was added just below the left renal artery to extend proximal sealing. The type iiib and type ib endoleaks were not detectable on intraoperative angiogram. Duplex ultrasound one month after re-intervention showed that the type iiib and ib endoleaks had disappeared. Follow-up CT at 6 months after the re-intervention also showed no aneurysm sac enlargement.